Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 3.50 x 20 synergy ii drug-eluting stent (des) was advanced for treatment. However, due to moderate calcification, the struts of the stent got damaged. The device was removed and the procedure was successfully completed with a 3.50x28mm synergy des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 3.50 x 20 synergy ii drug-eluting stent (des) was advanced for treatment. However, due to moderate calcification, the struts of the stent got damaged. The device was removed and the procedure was successfully completed with a 3.50x28mm synergy des. No patient complications were reported.